Event description:
It was reported that during the procedure in the heavily tortuous/calcified left circumflex artery for treatment of a 90% de novo stenosis, pre-dilatation was performed using a 2.5x12 trek dilatation catheter. The balloon was inflated to 12 atmospheres for 20 seconds. During the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The balloon catheter was withdrawn from the anatomy and a non-abbott balloon was used to complete dilatation. Rotablation of the lesion was scheduled due to the severity of the stenosis. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns. Guide catheter: mach 1 fl4.0. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.